Event description:
It was reported that during the acute left middle cerebral artery occlusion procedure, the physician prepared to do in situ stenosis. Physician used a slim guidewire and multiple angiography catheter to bring delivery catheter to left internal carotid artery and exchanged with distal access catheter. Physician used the subject guidewire to bring the microcatheter to internal carotid artery c6. However, the subject guidewire could not be manipulated to advance. Digital subtraction angiography showed the tip of subject guidewire fractured in c6, so the physician withdrew the microcatheter but couldn't see the fractured tip. Physician then advanced the distal access catheter to reach c7 and the digital subtraction angiography showed the subject guidewire tip was inside the distal access catheter. The physician then withdrew the distal access catheter and delivery catheter out and confirmed the tip of the guidewire was inside distal access catheter. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
There are controls in the manufacturing process to ensure the product met specifications upon release. During visual/microscopic inspection, the guidewire was returned broken in two locations (187cm and 13cm). The guidewire was seen to have a slight kink 55cm from the proximal end. The proximal fragment was inspected, and the nitinol tubing was broken/fractured. The distal fragment was inspected, and the nitinol tubing was broken with the core wire exposed with an additional break roughly 1cm. The core wire was seen through the distal tip dome. Functional inspection was not applicable as the guidewire was broken/fractured. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported guidewire distal tip broken/fractured during use was confirmed during analysis. The reported guidewire difficult to advance could not be duplicated; however, the analysis results are consistent with the reported event. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer indicated that device was confirmed to be in good condition during preparation/prior to use on the patient, the device was set up as per dfu, continuous flush was set up and maintained throughout the clinical procedure. The patient¿s anatomy was moderately tortuous. During analysis the guidewire was returned broken in two locations (187cm and 13cm). There was a kink noted 55cm from the proximal end of the guidewire. It was not possible to do a functional test due to the break in the guidewire. An assignable cause of ¿procedural factors¿ will be assigned to the as analyzed and as reported ¿guidewire distal tip broken/fractured during use¿ the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited. An assignable cause of ¿undeterminable¿ will be assigned to the as reported ¿guidewire difficult to advance¿, as a review and analysis of all available information fails to indicate an assignable cause or probable assignable cause. An assignable cause of 'handling damage' will be assigned to the as analyzed ¿guidewire kinked/bent¿ as the defect appears to be associated with handling of the product or portion of the product during preparation.

Event description:
It was reported that during the acute left middle cerebral artery occlusion procedure, the physician prepared to do in situ stenosis. Physician used a slim guidewire and multiple angiography catheter to bring delivery catheter to left internal carotid artery and exchanged with distal access catheter. Physician used the subject guidewire to bring the microcatheter to internal carotid artery c6. However, the subject guidewire could not be manipulated to advance. Digital subtraction angiography showed the tip of subject guidewire fractured in c6, so the physician withdrew the microcatheter but couldn't see the fractured tip. Physician then advanced the distal access catheter to reach c7 and the digital subtraction angiography showed the subject guidewire tip was inside the distal access catheter. The physician then withdrew the distal access catheter and delivery catheter out and confirmed the tip of the guidewire was inside distal access catheter. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.